Event description:
A nurse reported four patients with capsular bag tears during intraocular lens (iol) implant surgery. The surgeon reported that extra viscoelastic was used to maintain the proper iol position. In a follow up, the surgeon reported the event resolved. There are four medical device reports associated with this event. This report is for the second of four patients.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/08/2010, 01/14/2010, 01/15/2010, 01/18/2010, 01/22/2010, and 01/28/2010 by phone, fax and mail. A completed questionnaire was received on 01/19/2010. (B) (4)